Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently had difficulty pressing the wake button to turn the pump on. Blood glucose was 182 mg/dl. After the pump was plugged into a power source the display came on and the pump features were accessible.